Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2020. According to the complainant, after the procedure, the patient had experienced urinary retention. Subsequently, the patient was taken back to the hospital for the second surgery to loosen or to reposition the sling. The patient was reported to be fully recovered after repositioning the sling.